Manufacturer narrative:
The manufacturer received x-rays and other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and planned for revision due to unknown reasons.

Event description:
Please refer to report 0009613350-2019-00538.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: harm: revision surgery. Hazard: unknown event. Review of received documents: one x-ray has been received, which is not dated and in low quality. It can be determined, that an anatomical shoulder fracture stem and a humeral head are implanted. No further analysis can be performed, as the event remains unknown. Product has not been returned. The product is intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). Event details remain unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).